Manufacturer narrative:
G4:29jan2021. B4:04feb2021. The service technician replaced the front bezel to address the reported issue. A similar evaluation was performed and it was determined that liquid ingress due to the variability of the assembly process causes navigation ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020, (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The hospital medical engineer (me) reported that the numbers on the selection items moved upward/downward even though it was not touched at setting of prescription and nav-ring didn't respond. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. It was found during set-up for patient use. Neither patient therapy delay nor medical intervention was reported.